Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review for a patient with a recent episode of ventricular fibrillation. The event log captured routine events throughout the log. It appeared that the ventricular assist device (vad) and peripheral equipment were functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad) device, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated that there were no symptoms of arrythmia that the patient experienced. The patient was loaded with amiodarone and mexiletine by mouth. Vad speed was increased. The ventricular fibrillation was not sustained. The patient did not have a history of arrhythmia pre-vad therapy. The arrythmia was not considered to be device or therapy related. An implantable cardioverter-defibrillator (ICD) was implanted prior to vad. The arrythmia resolved.